Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2024-33410, related manufacturer reference number:2017865-2024-33411. It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red and swollen. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-33409 as the infection is not related to the implant site or product as the infection occurred due to another factor or source.